Event description:
It was observed during device evaluation, that the distal tip of the gastrointestinal videoscope was burned. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned distal tip was use of a high-energy treatment device (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: operation manual - chapter 4 operation_4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.